Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the epg (external pulse generator) shuts itself off. The staff reported they connected the device to a patient and noticed that after it powered on, the device shut itself off. Another epg was connected. There was no patient injury.

Event description:
It was reported the epg (external pulse generator) shuts itself off. The staff reported they connected the device to a patient and noticed that after it powered on, the device shut itself off. Another epg was connected. There was no patient injury. Subsequent information was received stating there was no patient involvement, and the device turned off when it was being tested, before it was put on the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. The main pcb (printed circuit board) was out of specification, and the battery contacts were compressed. The upper and lower case, both bail covers, and the ring cover were found to be broken, the lead flex cover and battery drawer were contaminated, both bails were bent, and the ring was missing.